Manufacturer narrative:
Three sample units were received for evaluation by our quality engineer team. Upon examination, all three units were opened at both ends of the blister pack. The packages were analyzed under uv light, as the adhesive used is uv fluorescent. The uv analysis revealed an adequate amount of top web adhesive. A functionality test resulted in a successful retraction of the needle, with no signs of mechanical or physical damage that could contribute to the reported issue of needle retraction failure. Although the defect of package seal integrity poor was confirmed, since no physical evidence was found to support manufacturing process related issues, a root cause could not be determined. Event description: vase were routinely reviewing stock on shelves for expiry. The peel apart edges were curled back and the package appeared to be spontaneously opening (no longer sterile). Glue appears disintegrated on package edges. Vase also review the cannula functionality. Activation of the mechanical button does not appear to retract the stylet into the safety barrel without resistance. The barrel was rotated 360 degrees (as is required to release the tip adhesive) so appears to be faulty. DHR review was performed on lot number 4311705. It was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. It was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In-process samples for needle retraction by button activation were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Set-up and in-process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. The peura was analyzed to determine the risk to customer. The analysis showed that current risk is acceptable. Occurrence and severity rankings have not changed. Received three unused iag 14ga units in partially opened packages from the lot number 4311705. All three unit packages were opened at both ends of the blister pack. An analysis of top web adhesive was performed. The product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate top web adhesive. Visual/microscopic examination for needle retraction failure showed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. Observed no signs of bends, cuts, holes, kinks, splits, or wrinkles were found in the catheter tubing or the needle thru catheter. Functional test (needle retraction) was performed. The hub twist test was performed, then depressed the buttons. The retraction was successful, no delayed reaction was observed. Investigation samples met manufacturing specifications in regards to package seal integrity and needle retraction failure. Conclusions: the defect package seal integrity poor/questionable, as stated in the description of the complaint was confirmed with the returned unit. Even though the package was partially opened, all the processes characteristics that directly influence the seal strength were observed to be within specification. No anomalies were found. The defect of needle retraction failure as stated as the reported coded was not confirmed with the returned units. No physical mechanical evidence was found to trigger the failure and the unit successfully retracted upon activation of the white button. Comment: package seal integrity: although the packages were observed to be partially opened, there was no physical evidence to confirm or to support manufacturing process related issues for the defect. Needle retraction failure: the returned units did not display any adverse characteristics that would contribute to the defect the customer experienced. The defect that was described could not be confirmed or replicated with the returned representative unit. The actual unit described in the incident report was not returned for evaluation. (B)(4) has been opened to investigate the package open seal defects and implement corrective actions.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stock and observed parts of the packages of bd insyte¿ autoguard¿ shielded IV catheter were peeled at the opening and appeared that the glue had disintegrated. Also the activation of the product failed to retract without resistance. Found before use. No serious injury or medical intervention noted.